Event description:
It was reported the patient had a greenfield vena cava filter implanted on (B)(6) 1992. She was pregnant at the time of her implant. It was noted that the filter moved during the implant; however, the device remains implanted.